Event description:
It was reported in iris per that this pacemaker was explanted due to premature battery depletion. A different model device was implanted successfully. No additional adverse patient effects were reported.